Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 27 patients suffered endoscopically detected asymptomatic esophageal lesions (edel) category 2 ¿ ulcer. An ulcer was defined as deep disruption of the esophageal mucosa extending into the submucosal layers, including fibrinous coverage. The differentiation was performed based on operators estimation and visual aspect during initial endoscopy. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿progression from esophageal thermal asymptomatic lesion to perforation complicating atrial fibrillation ablation a single-center registry¿ the purpose of this study was to correlate postablation endoscopically detected thermal lesions to progression to esophageal perforating complications and potential risk factors. The study was conducted between (B)(6) 2013 and (B)(6) 2016. Thermocool smarttouch ablation catheter were used for ablation, however catalog and lot number is unknown.